Event description:
It was reported the patient suffered a small left sided thalamic infarct following a successful stent assisted embolization procedure. The patient was treated medically and the complication resolved. No other information was provided, however, no alleged malfunction of the device was reported.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported the patient suffered a small left sided thalamic infarct following a successful stent assisted embolization procedure. The patient was treated medically and the complication resolved. No other information was provided, however no alleged malfunction of the device was reported.